Event description:
It was reported that the right atrial (ra) lead is pacing capturing the ventricle. It was also reported that there was undersensing of atrial flutter. A chest x-ray was requested to determine the location of the atrial lead. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092-52 implantable pacing lead, (B)(6) 2012. (B)(4).